Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 7.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilatation. However, upon inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another 7.0mmx40mmx135cm sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed the balloon has a pinhole 12mm from the proximal markerband. There is tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 7.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilatation. However, upon inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another 7.0mmx40mmx135cm sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.